Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd emerald¿ luer slip syringe with needle there was an issue with leakage.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that during use of 10 bd emerald¿ luer slip syringe with needle there was an issue with leakage while drawing the normal saline. Investigation: DHR reviewed, found no non-conformities. One unit of customer return sample is available. Sample showed the evidence of crack barrel defect. The team inspected customer return sample and confirmed a crack on barrel which shows that impact force had act on barrel which causes damage on barrel. The team inspected suspected location on assembly & packaging machine where damage can occur. No suspected areas had been found in plant. The assembly machine has an online leak detection system which was found working in place. 36 samples including 1 customer return sample prepared by intentionally generating crack on barrel similar to the customer return sample were put in barrel feeder on assembly machine to check integrity of leak detection system at main assembly dial. All 36 samples got rejected on the machine. Also, during in process quality checks no such defect was observed. There is chance of damage product during transportation & storage as well after dispatch. The unit package of product might have got collapsed and pressed due to external impact force of some other material stored above, causing stress / pressure on barrel and resulting in crack on syringe. However, team continues to monitor the defect and take appropriate action if observed during manufacturing process inside plant. The exact root cause is not identified.

Event description:
It was reported that during use of 10 bd emerald¿ luer slip syringe with needle there was an issue with leakage while drawing the normal saline.